Manufacturer narrative:
The technician found the head lift arm at the rod end attachment was bent and the bed was not stopping at the lower limits. The technician replaced the head lift arm and the motor control board to repair the bed.

Event description:
Information received indicates the bed will go into the trendelenburg position when raising the bed.